Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: biotin forte, -multiple vitamins, -probiotic, -aspirin 81 mg 1x daily, -citracal 200 mg 2x daily, -cholecalciferol 400 1x daily, -metoprolol tartrate 150 mg 2x daily, -pantoprazole 80m 1x daily. Additional device implanted include: tgu343420/13708104, tgu343410/13844400. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm (dtaa) measuring 80mm in diameter and was implanted with conformable gore tag thoracic endoprostheses with the most proximal device placed in zone 0 of the ascending thoracic aorta. Aortic branch vessel procedures also performed on this day include surgical debranching of the left and right common carotid arteries; and embolization and coverage of the left and right subclavian arteries. The patient tolerated the procedure with no reported complications or endoleak and was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was diagnosed with a type ii endoleak originating through the right subclavian artery, from the retrograde carotid subclavian bypass procedure. On (B)(6) 2015, the patient underwent successful coil embolization of the replaced right subclavian artery. The patient tolerated the procedure and the type ii endoleak was reported to have been resolved.